Manufacturer narrative:
No product has been returned for evaluation nor were bone quality tests result provided; however, radiographs provided confirmed the reported event. It is unknown if the patient complied with post-operative physical restrictions. At this time there is insufficient information to determine the root cause. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization..." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
In (B)(6) 2018, a patient underwent a procedure from vertebral level l2 to l4. Screws were placed percutaneously to brace a fracture. During a follow up appointment in (B)(6) 2019, radiographs identified that the screws had loosened prematurely and would need to be removed. On (B)(6) 2019, the patient underwent a revision procedure.